Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that pt is having discomfort in ins pocket. The reason is unknown. Pt will be having surgery to either move the device to another location or implant deeper in its existing pocket.